Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7fr rediguard intra-aortic balloon catheter (iabc) without the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample were supplied kit components including 30cc inflation driveline tubing and data-scope inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the iabc bladder was noted withdrawn through the super arrow-flex (saf) sheath and the sheath was noted on the iabc bladder membrane; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The visible portion of the bladder was fully unwrapped. A kink to the iabc central lumen was noted at approximately 76.1cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the re-turned sample; no blood was noted within the helium pathway. Since the iabc bladder was noted withdrawn through the super arrow-flex (saf) sheath, an inservice has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: the instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0075in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the saf sheath was moved from the iabc bladder and towards the bifurcate. Upon removal of the sheath, the iabc bladder appeared typical with no damage or abnormalities noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with the returned 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 76cm from the iabc distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon portion could not be fully filled" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the super arrow-flex (saf) sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an inservice has been requested to review the IFU with the customer.

Event description:
It was reported " at the time of insertion, the balloon portion could not be fully filled and there was a machine alarm, which was then replaced with a new catheter and the machine rebounded normally". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " at the time of insertion, the balloon portion could not be fully filled and there was a machine alarm, which was then replaced with a new catheter and the machine rebounded normally". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn # (B)(4).